Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged provena catheter was confirmed; however, the root cause was not identified. The product returned for evaluation was one annotated photograph which depicted a portion of dual lumen powerpicc catheter. The original sample was rejected by bard access systems field assurance due to the risk of mrsa contamination. The photograph depicted the molded joint, both extension tubes and both luer adapters. Usage residues were observed on the depicted sample. A nearly completely circumferential split was observed at the junction between the red luer adapter and the extension tubing. The annotation indicated that the depicted device was a 4fr d/l catheter, the date of implant was (B)(6) 2017 and the date of incident/explant was (B)(6) 2017. While damaged was observed in the provided photograph, the root cause of that damage was not identified. The location of the damage suggested that the complaint may fall within the purview of an ongoing internal investigation.

Event description:
It was reported by the sales rep that the facility had a PICC line broke at the hub, on the extension leg. This occurred after placement and a new device was placed.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged provena catheter was confirmed; however, the root cause was not identified. The product returned for evaluation was one annotated photograph which depicted a portion of dual lumen powerpicc catheter. The original sample was rejected by bard access systems field assurance due to the risk of mrsa contamination. The photograph depicted the molded joint, both extension tubes and both luer adapters. Usage residues were observed on the depicted sample. A nearly completely circumferential split was observed at the junction between the red luer adapter and the extension tubing. The annotation indicated that the depicted device was a 4fr d/l catheter, the date of implant was (B)(6) 2017 and the date of incident/explant was (B)(6) 2017. While damaged was observed in the provided photograph, the root cause of that damage was not identified. The location of the damage suggested that the complaint may fall within the purview of an ongoing internal investigation. A lot history review (lhr) of rebt1802 showed two other similar product complaint(s) from this lot number. The complaints for this lot number (rebt1802) have been reported from two u.s. Facilities.

Event description:
It was reported by the sales rep that the facility had a PICC line broke at the hub, on the extension leg. This occurred after placement and a new device was placed.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rebt1802 showed two other similar product complaint(s) from this lot number. The complaints for this lot number (rebt1802) have been reported from two u.s. Facilities. Device not returned.

Event description:
It was reported by the sales rep that the facility had a PICC line broke at the hub, on the extension leg. This occurred after placement and a new device was placed.